Event description:
It is reported that the fms balloon would not deflate while attempting to deflate the balloon in order to remove the fms from patient. It is also reported that the indicator port had a small bubble that is in the rise position. A syringe was reattached, but the balloon would still not deflate. Lastly, complainant was advised to cut the inflation line to let the water drain from the balloon. The device was replaced, and a new device was reinserted without difficulty. It is reported that product was in use for two (2) days before the issue occurred.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.